Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge change error occurred during the loading sequence. Customer loaded a new cartridge successfully. No reported adverse impact to the customers' blood glucose.